Event description:
Product type: inguinal hernia repair. According to the reporter: the dissection balloon ripped off the end of the trocar after it was deflated. The remaining pieces of the balloon had to be removed from the pt. Balloon removed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).